Event description:
It has been reported to philips that, the flexvision pc would not boot-up. System was not in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system and confirmed the reported problem. Troubleshooting actions showed a problem with the flexvison pc. The fse replaced the flexvision pc and device returned to full functionality.